Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported when plugged in the device is not charging. There was there report of patient involvement.